Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colo-rectal anastomosis, the surgeon introduced the device through the anus, removed the safety, and operated the circular stapler. Two rotations of the black dial have been made to facilitate the output and verification of the anastomosis. There was no staple placed but there was only the circular section. The surgeon manually sutured the anastomosis, and the surgery was converted into an open procedure.

Event description:
According to the reporter, during a colo-rectal anastomosis procedure, the surgeon introduced a circular stapler through the anus to interlock with the anvil that had been previously fixed in the sigmoid colon in order to perform a latero-terminal anastomosis. The tissues were brought into contact by compressing the head and body of the instrument until the stop was reached. The safety was removed, and the device was actuated using the handle to deploy the clip and perform the circular section. The instrument was then maintained in the closed position for approximately two minutes. Afterward, the black adjustment wheel was rotated twice to allow the anvil to move into a horizontal position, facilitating device withdrawal and verification of the anastomosis. During this step, it was observed that no staples had been deployed and that only the circular tissue section had occurred. As a result, the surgeon manually over-sewed the rectal stump to limit contamination and free the middle rectum. The left colonic flexure was subsequently mobilized to allow further descent of the sigmoid colon. The mechanical anastomosis was then redone using a motorized circular stapler from a nother manufacturer. Due to the failure of staple deployment, significant contamination of the peritoneal cavity occurred, requiring irrigation with betadine saline solution and reinforcement of the antiseptic and antibiotic protocol. The procedure was prolonged by approximately two hours, and the surgery was converted to an open approach.

Manufacturer narrative:
Correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.